Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme constant pelvic pain") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one side was completely blocked & the other wasn't". The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) to (B)(6) and iud from (B)(6) to (B)(6) . In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced headache ("headaches/pain: always in pain/all day headaches") and abdominal pain lower ("pain: below belly button"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed"), crying ("crying"), loss of libido ("lack of sexual desire"), menorrhagia ("abnormal bleeding (menorrhagia)/always bleeding as if I was menstruating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("breaking out in rashes"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/horrible and extreme cramping almost felt like contractions"), fatigue ("fatigue/always super tired"), weight increased ("weight gain/more than usual"), alopecia ("hair loss/more than the normal amount"), depressed mood ("sad"), abdominal distension ("extreme bloating") and adnexa uteri pain ("pain: ovaries"). The patient was treated with norethisterone (norethindrone) and surgery (she underwent laparoscopic hysterectomy, removal uterus and cervix to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, crying, loss of libido, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased, alopecia, depressed mood, abdominal distension, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, crying, depressed mood, depression, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per pfs : she was recovering/recovered from all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one side was completely blocked & the other wasn't. Most recent follow-up information incorporated above includes: on 18-jun-2018: the reporter information was added. This case concerns 34 year old patient. Her demographic was updated. Her historical medications were added. Lab data was added. Essure insertion date was updated. Essure indication was added. Treatment medication was added. Following events: depressed, crying, lack of sexual desire, abnormal bleeding (menorrhagia)/always bleeding as if I was menstruating; abnormal bleeding (vaginal), breaking out in rashes, migraines, headaches/pain: always in pain/all day headaches; nausea, dysmenorrhea (cramping)/horrible and extreme cramping almost felt like contractions; fatigue/always super tired; weight gain/more than usual; hair loss/more than the normal amount; sad, extreme bloating; pain: below belly button; pain: ovaries and one side was completely blocked & the other wasn't were added. She was recovering/recovered from aforementioned events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.